Manufacturer narrative:
Additional information received reported that the patient is a female with date of birth (B)(6). Also, the implant date is (B)(6) 2017, and the explant date is unknown. Initially, it was reported the lens was explanted on (B)(6) 2017. The explant was performed because of the myopic outcome. There was no incision enlargement or vitrectomy and the patient is doing okay. The lens was replaced with the same model, but different diopter of 19.0. Also, the surgeon's name is dr. Scott perkins. No additional information was provided. The following sections have been updated accordingly. Age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2017. If explanted, give date: unknown, information not provided. Device available for evaluation?: yes, returned to manufacturer on 08/11/2017. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. Device returned to manufacturer?: yes. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient underwent an explant of a tecnis symfony intraocular lens (iol), model zxr00 20.0 diopter. No additional information provided.